Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated: it¿s unknown if they cleaned, disinfected, and sterilized the product before sending it to olympus it¿s unknown if there was a delay in the start of precleaning. It¿s unknown if they flushed the air/water nozzle with water/air. It¿s unknown if there were any abnormalities in the accessories used for reprocessing. It¿s unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It¿s unknown if the air/water nozzle was flushed with the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿poor water supply¿ was not confirmed. The following findings were also noted during device evaluation: due to adhesive peeling on bending section, insulation resistance value at distal end does not meet specifications, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, cracks and scratches found throughout the device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had ¿poor water supply during an unknown diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿the nozzle has foreign objects.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had ¿poor water supply during an unknown diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿the nozzle has foreign objects.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.